Event description:
It was reported that the patient experienced an allergy to the implanted pectus bar and a revision surgery was performed to remove the stainless steel bar in place for a titanium bar.

Manufacturer narrative:
There is no indication of the pectus bar or stabilizer failing. The instructions for use state this type of event may occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.